Event description:
It was reported that during coronary drug eluting stenting treatment procedure, the stent did not deploy. The physician was attempting to place a taxus stent in a severely calcified lesion in a distal vein graft to the cirumflex. In 2004, a pixel 2.0 stent had been placed in this vein graft. The pt returned 2 months later with unk symptoms and an instent restenosis. The lesion was predilated with a powersail balloon. The physician attempted to place the taxus express2 2.5 x 16 mm drug eluting stent but was unable to cross the lesion. He then dilated the lesion to 20 atms. He reinserted the taxus stent and dilated to 8 atms for 55 seconds. As he withdrew the balloon and guide he felt resistance pulling the balloon back into the guide. He pulled the guidewire and balloon out as one unit. He then realized that the stent never came off the balloon. The physician decided not to do anything further to treat this lesion. No pt complications or injuries were reported. The pt's condition is reported as good.